Manufacturer narrative:
This supplemental report is to provide a correction to the initial medwatch report. Initially, this complaint was submitted as a reportable malfunction conservatively. However, upon reevaluation and investigation, there was no reportable malfunction related to the subject device captured in this complaint. The initial medwatch reported the light source had a damaged socket, which was reported out of caution. Upon reevaluation and investigation, it was confirmed that there were no reportable malfunctions associated with the subject device. Per the legal manufacturer, this issue is not likely to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the light source had a damaged socket. There were no reports of patient harm.